Event description:
A cracked touchscreen on a device was reported, making it unresponsive and illegible for interaction. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. The customer planned to use multiple daily injections as backup therapy until the new pump arrival.